Event description:
It was reported that, "this lot of simplex p with tobra cured very quickly. The cement was in a dough form after only one minute of mixing. This happened consistently, other lots are runny at one minute which is required for resurfacing procedures. Tolerance seems to be on the quick side."